Event description:
It was reported that post-implant of the ICD, the patient was experiencing muscle twitching, mainly at night. Lead placement or insulation damage suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.